Manufacturer narrative:
(B)(4).

Event description:
It was reported the rn was placing an arrow 5fr double lumen 50cm PICC line with the use of the vps into the patient's right basilic vein. She received a blue bullseye at 50cm. On (B)(6) 2016 the patient had a chest x-ray performed. The physician read the study and advised to pull the PICC back 10cm. The other physician brought this information to the attention of the micu nurse. The rn pulled back the catheter 5cm and took a chest x-ray. They physician agreed with this position. There was no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: it was reported that the rn received a blue bullseye at 50 cm. When a physician read the chest x-ray, the physician advised to pull the PICC back 10 cm. The rn pulled back the catheter 5 cm and took a chest x-ray and the physician agreed with this position. The occurrence of the blue bulls eye was confirmed by evaluation of the returned case data. No console was returned. A data case was received. A vps senior algorithm scientist review of the returned data case. In normal heartbeat, the sinoatrial (sa) node is the intrinsic pacemaker of the heart. However, pacemaker stimuli can arise from other parts of the heart, such as the atria, atrioventricular junction, or ventricles. The term ectopic beat is used to describe these non-sinus heartbeats. Ectopic beats are often premature; that is, they come before the next sinus beat is due. In this case, the patient has atrial premature beats which result from ectopic stimuli; that is, these beats arise from somewhere in either the left or right atrium but not in the sa node. The procedure data figures below show that: the atrial depolarization is premature, occurring before the next normal p wave is due; the pr interval of the atrial premature beat is either longer or shorter than the pr interval of the other remarks: normal beats; in some cases, the p wave is "buried" in the t-wave of the preceding beat; after the atrial premature beat, a slight pause generally occurs before the normal sinus beat resumes; sometimes, each sinus beat is followed by an atrial premature beats which pattern is called "atrial bigeminy"; in general, the p wave amplitude gradually increases as the style passes the upper svc, however, the p wave amplitude abruptly increased in this case. It may suggest that the ectopic stimuli source is from inside the atrium. The investigation of the operator's complaint that the vps system was showing bbe at 50 cm but had to pull back 5 cm suggests that, based on the dataset provided, this unexpected outcome may be due to atypical pathophysiological condition of the patient. The device history record review was performed and no evidence was found to indicate a manufacturing related cause. Use error caused or contributed to this event because the user did not conform to the information in the console IFU regarding atypical pathophysiological condition of the patient. An in service was requested. No further action will be taken.